Event description:
The valve was explanted due to thrombus on the sewing cuff. According to the operative note, the sewing cuff was "completely covered by thick thrombus which looked recent and friable with no evidence of organization". The thrombus had grown so as to partly cover the orifice as a loose flap. All of the thrombus was easily removed, leaving the silver cuff as it appeared at implant. Both leaflets moved freely, the mechanism being unaffected.